Event description:
Product quality issue; 10069890---needle broken; 10072311---product quality control issue from jpsr: went to give tdap vaccine in the deltoid and the fluid shot out the side of the syringe. Needle smith medical 25 g 1 inch lot #: 4333135.